Event description:
On 1/7/99 an angio-seal device was inserted in a pt's right groin. Deployment appeared normal with immediate hemostasis achieved and the pt was discharged the same day in good condition. On 1/8/99 it was reported that the pt was in extreme pain with a numb foot. On 1/20/99 an occlusion was confirmed that required surgical intervention. On 2/9/99 the physician reported that there was an exploration of the right common femoral artery with removal of thrombus from common femoral artery, superficial artery and closure of arteriotomy site. As of 2/9/99 no further report of pt sequelae has been reported to the MFR.